Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set had an ¿accuracy issue¿ while being used with a baxter infusion pump. This occurred during infusion. The reporter stated that the bag of etoposide (unspecified volume) was supposed to be infusing at a rate of 500ml/hr, but instead it infused over 1.5 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.